Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to two bayer devices. The reporter claimed obtaining blood glucose readings of "in the 30's mmol/l¿ with the subject meter and ¿7.5mmol/l¿ on one of the devices, performed within an unknown time of each other. The reporter also claimed obtaining blood glucose readings of ¿in the 20's mmol/l¿ with the subject meter and ¿9.0 mmol/l¿ on the other device, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.